Event description:
It was reported via repair work order that the siderail timing linkage was broken exposing sharp edges. No adverse consequence or clinically relevant delay in treatment was reported.